Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a polarxfit catheter was selected for use. Error 4000-2 the console detected blood in the catheter occurred. It is unknown if blood was visible inside the device. The device was replaced and the procedure was completed without any patient complications. The device will not be available for return due to disposal.